Event description:
The customer ran a control test on the contour next ez meter and received a high out of range result of 203mg/dl. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. The customer is expected to return the control solution for evaluation. New control and strips were sent.